Event description:
It was reported that the patient underwent an inflatable penile prosthesis surgery due to unspecified reason. No patient complications were reported. The device returned and analysis identified that the pump did not pass activation tests.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at fold in the proximal end and middle of the cylinder; however, the cylinders passed the leak test. The pump was visually and microscopically examined, leak and functionally tested. The pump passed the leak test, but did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir.

Event description:
It was reported that a foley catheter was placed due to unspecified reason in this patient with an inflatable penile prosthesis. The catheter remained implanted for about nine months, leading to the removal of the device. No patient complications were reported. The device returned and analysis identified that the pump did not pass activation tests.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at fold in the proximal end and middle of the cylinder; however, the cylinders passed the leak test. The pump was visually and microscopically examined, leak and functionally tested. The pump passed the leak test, but did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir.